Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that device is defective. There was no reported patient involvement.